Manufacturer narrative:
One used portex tube blue line was received for analysis due to the in ability to re-inflate the device. Under visual inspection the samples appeared to be in good condition. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received samples. It was confirmed that after 12 hours the cuffs were still fully inflated. Based on results of testing the reported failure was not observed. Device history review: a review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was deflated to perform suctioning of the patient but following was unable to re-inflate with air. It was reported that the trach tube had been in use for 120 hours. It was required to perform a tube change out with no reported adverse patient effects.